Event description:
It was reported that the existing implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The shock impedances are typically stable around 117-119 ohms, but there were out of range spikes up to 130 ohms. Testing was performed and impedance values remained stable and within normal limits. It was recommended that if the values reach 145 ohms, that further testing be performed. At this time, the products remain in service. No adverse patient effects were reported.